Event description:
It was reported that the patient with this left ventricular (lv) lead had infection and erosion with sepsis. No additional adverse patient effects reported. The lv lead was e,cplanted. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).